Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of pictures provided identified signs of wear on the articular surface; however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D11 - concomitant devices - persona cruciate retaining cemented standard femoral component left size 10 catalog #: 42502606801 lot #: 65417004, persona cemented stemmed tibial tray left size g catalog #: 42532007901 lot #: 65781072, persona cemented all-poly patella catalog #: 42540200038 lot #: 65472635 g2 - report source - foreign: the event occurred in australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address fixed flexion and generalized tightness approximately sixteen (16) months post-operatively. Attempts have been made; however, no additional information is available.